Event description:
It was reported that the customer stated that the up and down buttons on the insulin pump were not responding. The customer's blood glucose level was not reported. The product will return. Nothing further to report.

Manufacturer narrative:
No button error alarm. Device received with intermittent button response due to flattened up keypad dome. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and reservoir tube cracked. Keypad connector was found closed properly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.